Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 the patient was in clinic and complained of pump pocket site discomfort/continued symptoms, especially when sitting on chairs and laying down. It was noted it was starting to cause hip pain due to altered positioning. On (B)(6) 2019 the patient was given the option of switching to a 20cc pump or moving the 40cc pump to the abdomen. The patient wanted the pump moved to their abdomen. The hcp agreed with the plan. On (B)(6) 2019 the pump was moved from the buttock to the abdominal pocket. The outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient that was receiving fentanyl (2000 mcg/ml at 799.7 mcg/day), morphine (2.5 mg/ml at 0.9997 mg/day) and bupivacaine (12.5 mg/ml at 4.998 mg/day) via an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. It was reported the patient had surgery to replace the pump in (B)(6) of 2018 and since then continues to be tender over pump pocket site; possible candidate for revision to move from back to abdomen. The clinical diagnosis was pain at the pocket site. The event date was noted as (B)(6) 2018. It was noted the pump was repositioned on (B)(6) 2019. The event was related to the device or therapy. The issue was unresolved with no further action planned.